Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that a new axsym hbsag reagent pack was placed on the instrument. The instrument opened the flipper bar but not the stopper and a probe crashed occurred. This also occurred on a second hbsag reagent pack. There was no impact to patient management reported.